Event description:
The end user reported that the device pulled her skin off upon removal.

Manufacturer narrative:
The device labeling states that it has a sturdy adhesive, not recommended for delicate skin.